Manufacturer narrative:
Device not returned.

Event description:
During angioplasty of a vertebral artery (va) stenosis (70% of stenosis), the stent delivery system was placed in the target lesion and when the physician tried to adjust the position, the stent deployed prematurely. The physician removed the stent delivery system from the patient¿s body and another stent was used to complete the procedure. There were no patient clinical consequences reported. No other information was provided.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During functional testing, resistance was encountered as the stent delivery wire (sdw) was pulled back through the returned xt-27 micorcatheter. There was no evidence of a sent within the microcatheter. There were no visual anomalies noted to the returned sdw, and there was no stent returned. The returned xt-27 microcatheter was noted to be damaged. Which caused friction when the sdw was advanced. It is probable that the xt-27 micorcatheter was damaged during the clinical procedure, causing the reported premature stent deployment. An assignable cause of caused by other was assigned to the as reported issue 'nv- stent deployed prematurely during use', and to as analyzed issue ¿nv- sdw friction', as the investigation indicates another product/drug/subsequent procedure caused the reported event.

Event description:
During angioplasty of a vertebral artery (va) stenosis (70% of stenosis), the stent delivery system was placed in the target lesion and when the physician tried to adjust the position, the stent deployed prematurely. The physician removed the stent delivery system from the patient¿s body and another stent was used to complete the procedure. There were no patient clinical consequences reported. No other information was provided.